Event description:
Reported due to patient death. The physician used the jostent graftmaster device in the proximal left anterior descending coronary artery (lad) to successfully seal a free perforation in 2005. No problems were reported at the time of the procedure. At least one additional unidentified stent had also been deployed at the proximal end of the deployed graftmaster. On 12/09/2005, the patient was hospitalized with an acute myocardial infarction and ventricular fibrillation treated by cardioversion. He died later that night. The cause of death was not reported.